Event description:
This report is to advise of an event observed during analysis confirming damage to the power extension cable on the patient electronic system in the form of exposed, frayed and broken internal wires.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection of the returned material revealed damage to the power extension cable in the form of exposed, frayed, and broken internal wires. A test power extension cable was used for performance testing due to functional damage to the one returned. The unit powered on successfully in conjunction with the test power extension cable and with the power supply connected directly to the power connector on the i3 stuffed pcb. The unit passed diagnostic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.